Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the left anterior descending artery (lad). After predilatation the physician attempted to advance a taxus express2 3.0 x 20 mm stent. However, the shaft fractured outside the guide catheter. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 3.0 x 20 mm stent. Patient status is reported as "satisfactory/good".